Event description:
It was reported that procedure was not completed due to this event. The target lesion was located in the coronary artery. An opticross hd imaging catheter was used. During procedure, it was noted that the image was dark and not suitable for diagnosis. The procedure was cancelled/rescheduled due to this issue. There were no patient complications reported.

Manufacturer narrative:
Patient code corrected.

Event description:
It was reported that image visualization problem occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was used. During procedure, it was noted that the image was dark and not suitable for diagnosis. The procedure was cancelled/rescheduled due to this issue. There were no patient complications reported.